Manufacturer narrative:
(B)(4). Date sent: 9/22/2016. Additional information requested and received: what is the current patient status? Patient was released three days after surgery and doing very well. What were the indications for surgery? Right lower lobectomy was the bronchial artery transected in the same firing as the bronchus or was the vessel taken independently? Same as bronchus. Was the device difficult to close? No. Was the device difficult to fire? No. Were there any issues with device performance in the initial procedure? No. Did a leak test and everything was great. Were there any issues with staple formation in the initial procedure? No. Were there any issues with staple formation in the re-operation? No. Was the device fired over the lobar bronchus? Yes intra-operative video received. Video provided shows tissue, the tissue is then inspected with the use of two devices. A malformed staple can be appreciated at the 45 sec. Mark. The staple is removed with the use of a grasper. Bleeding can be seen, and a clip is used to stop it. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause.

Manufacturer narrative:
(B)(4) date sent: 8/29/2016. Batch # unk no lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the current patient status? What were the indications for surgery? Was the bronchial artery transected in the same firing as the bronchus or was the vessel taken independently? Was the device difficult to close? Was the device difficult to fire? Were there any issues with device performance in the initial procedure? Were there any issues with staple formation in the initial procedure? Were there any issues with staple formation in the re-operation? Was the device fired over the lobar bronchus?

Event description:
It was reported that after a video-assisted thoracoscopic surgery / right lower lobectomy procedure, the surgeon had to bring the patient back after procedure for bronchial bleeding at the staple line of the device. The surgeon used green load on the bronchus. The patient was brought back to the operating room where he placed a clip and added surgicel for hemostasis.